Event description:
Additional information received indicated that the surgical intervention was undertaken wherein the ipg was explanted. This addressed the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Corrected data: h9 - changed from 1627487-060217-001-c to 1627487-0602017-001-c.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery on (B)(6) 2020 wherein the ipg was not placed into surgery mode. Manufacturer's representative was unable to recover the ipg using clinician programmer. No further information is available at this time.